Event description:
Reporter indicated he was unable to interrogate pts with the vns wand. The wand has been requested for product analysis but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.